Manufacturer narrative:
Citation: anwar hs, algowhary m, abdelmegid maf, helmy ha, montero-cabezas jm, van der kley f. Impact of aortic valve calcification volume on left ventricular systolic function in patients with severe aortic stenosis undergoing transcatheter aortic valve implantation. Am heart j plus. 2025;56:100562. Published 2025 jun 3. Doi:10.1016/j.ahjo.2025.100562 earliest date of publication used for date of event. Evolut pro was used for product code and PMA# as this product was approved before evolut pro+. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of aortic valve calcification volume on left ventricular (lv) systolic function in patients undergoing transcatheter aortic valve implantation (tavi). The study population consisted of 75 patients with reduced lv systolic function who underwent tavi. Various valve types were used for tavi, encompassing medtronic evolut pro/pro+ (n = 20) and two no n-medtronic brands (n = 55). The following post-tavi outcomes were listed in the article: paravalvular leak (mild to moderate severity) and need for permanent pacemaker implant.